Manufacturer narrative:
H3, h6: the navio handpiece part number pfsr110137,(B)(6) , intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported issue was confirmed visually. The fixation pin have dislodge from the lead screw nut, displacing half way from the original position. In addition, a visual inspection was performed on the part beyond the reported complaint and there were no additional visual observations identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical vibration due to normal wear. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during preventative maintenance, the fixation pin inside the navio handpiece was loose. No case involved; therefore, there was no patient involvement.